Event description:
Dr (B)(6) began to use a harmonic to harvest radial artery. The harmonic shears kept giving an error message of pressing more gently and wouldn't work. Dr (B)(6) was barely pressing on the shears. We got a new set of shears, and they worked just fine.